Event description:
Event# 1 [redacted date]: after placement in the patient, the soundstar eco would not click into the pi unit properly. The catheter was removed and replaced with no patient harm. Clinical site notified manufacturer directly. Lot# g4090621. Event# 2 [redacted date]: after the placement of the ultrasound catheter, the md was unable to curve the catheter correctly. The catheter was removed and replaced with another without incident or harm to the patient. Clinical site notified manufacturer directly. Lot# g4093180. Manufacturer response for diagnostic ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter), clinical site notified manufacturer rep directly.